Manufacturer narrative:
Analysis indicated that the device operating at eol mode. Longevity assessment was performed based in as-received settings and device has met the projected longevity. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15150. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.